Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen would not calibrate in the service mode. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond and would not calibrate. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.